Event description:
Closure product kit with suture passer and two guides malfunctioned while in use in patient. 1 piece of the equipment was found on the sterile field, broken off. The piece of equipment was replaced with a new one with no issues with the new piece of equipment. General scrub specialist notified and label saved.